Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer received a low glucose alarm from the adc device. Upon review the customer indicated they felt fine and did not experience any symptoms. The customer received a lower sensor scan result of 58 mg/dl compared to a reading of 68 mg/dl obtained on an unspecified finger prick. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. If the customer contacts adc customer service, a follow-up will be submitted if more information is obtained. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.